Event description:
Approx 2 months post combined turbinate and palate somnoplasty, pt reports experiencing numbness in left 2nd maxillary incisor tooth. Per the treating physician, the pt reported that during the turbinate procedure, their left 2nd maxillary incisor was hurting. One week post treatment the pt reported numbness of the tooth, at 2 months the pt continues to report numbness of the tooth. Physician's report: procedure performed 9/29/00 = dual turbinate reduction and palate reduction. Current complaint is numbness left 2nd maxillary incisor tooth, persists unchanged to date. (During turbinate reduction pt complained of pain in that tooth and procedure was interrupted to inject more local anesthesia. Pt continued to note referred dental pain with treatment. Local = 2% xylocaine with no epinephrine. Treatment type: somnoplasty turbinate and palate combined. # lesion per turbinate= 1 energy (joules) per lesion = 500. Use of vasoconstrictors in local anesthesia? No. There was no evidence of device malfunction. No medical intervention has been performed to date. "Unofficially" co now understand their dentist has recommended a root canal following a 2000 evaluation. Patient has not recovered, numbness in tooth persists unchanged. It is the treating physician's opinion that the event has not been life threatening, nor has it resulted in the permanent impairment of a body function or permanent damage to a body structure.